Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of a peritoneal dialysis (pd) transfer set; further described as "the middle of the transfer set was separated". This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further review of this report, it was determined that there was no suspect device reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3: remove february 24, 2022. This event occurred on an unspecified date. Should additional relevant information become available, a supplemental report will be submitted.